Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting head all within dual mobility construct, the ceramic head chipped and broke. The headball was not implanted after noticing it was broken. All fragments were removed. Surgical delay of a few minutes. Surgery was successfully completed without patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed, and it was found that the device is in fact broken, the complaint can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances /manufacturing irregularities related to the malfunction were identified.